Event description:
It was reported that 7 bd bactec¿ standard/10 aerobic/f culture vials (plastic) were contaminated and false positive results for paenibacillus urinalis were obtained. Customer stated that the patient most likely were treated for the organism. Multiple attempts have been made to confirm this information, however, the customer has not responded. The following information was provided by the initial reporter: it was reported that there is contamination in 442027 bottle with paenibacillus urinalis.

Manufacturer narrative:
H6: investigation summary: bd was unable to reproduce the customer¿s experience with the bactec. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. Complaint is unconfirmed based on retention samples and batch history record review. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text: see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 bd bactec¿ standard/10 aerobic/f culture vials (plastic) were contaminated and false positive results for paenibacillus urinalis were obtained. Customer stated that the patient most likely were treated for the organism. Multiple attempts have been made to confirm this information, however, the customer has not responded. The following information was provided by the initial reporter: it was reported that there is contamination in (B)(4) bottle with paenibacillus urinalis.